Event description:
It was reported that the surgeon was performing a liver transplant using the tx30 after using the stapler the surgeon then cut the vein which led to a bleed, major hemorrhage protocol was activated, however after this bleed there was another major bleed not directly linked to the stapler. The patient was ultimately closed sent to ICU. The surgeon inspected the vein and could not see any staples. He has also called pathology to see if they could see any staples on the liver there was also none on the liver. Patient death after the operation was completed

Manufacturer narrative:
(B)(4). Date sent 4/9/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the surgeon release the device and inspect the staple line prior to dividing the vessel? Did the surgeon place a vascular clap across the vessel prior to dividing? Would the surgeon like to speak with ethicon? Does the surgeon believe the patients death was related to an alleged deficiency of the device or were there other contributing patient factors? Please explain. What is the surgeons experience with the device? What is the surgeons experience with the competitive device? Was the closing trigger closed prior to transection? Was the device trigger closed prior to transection? Was this the first firing or second firing? Were there any issues noted with staple formation? If so, please describe the shape and location. What was the total estimated blood loss (ml)? Was a transfusion required? How was the bleeding addressed? What was the pre and postoperative anti-coagulant and pain management protocol? Was the bleeding intraluminal or extraluminal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 5/12/2025. Additional information: during liver transplant the right hepatic vein was stapled using the tx linear stapler. Once the vein was cut after stapling a massive bleeding was encountered resulting in major hemorrhage. The operating consultant is questioning if the stapler fired as there was no evidence of a staple line on the patient vessel or in the explanted liver when inspected.

Manufacturer narrative:
(B)(4). Date sent: 5/15/2025. Additional information: 1. What is the surgeons experience with the device? I am very familiar with ethicon tx linear stapler and I have been using for many years since I joined edinburgh transplant unit in 2015. I cannot precisely specify when exactly I started using it or how many times but I would certainly estimate I used it tens of times, because not only I use it for controlling hepatic veins during liver transplant hepatectomy, but also for the liver graft back table preparation (to close ivc top and or bottom ends). 2. Was the closing trigger closed prior to transection? Yes. 3. Was the device trigger closed prior to transection? Yes. 4. Was this the first firing or second firing? It was the second firing. 5. Were there any issues noted with staple formation? If so, please describe the shape and location. The staple formation appeared as if the staple lines were present likely due to the marks formed by the closing trigger on the vein, in addition to the limitation posed by the angle of view when the right hepatic vein was stapled. Hence, there were no issues noted with the staple formation at that stage. Then subsequently, significant bleeding occurred from the open right hepatic vein when it was cut due to absence of the staples. Absence of staples on the vein was evidenced at later stages with no staples observed on patient side (open vein on the inferior vena cava) and on the explanted liver side after it was cross-examined at the pathology department. The customer is not allowed to answer any questions about the patient, they can only answer questions directly linked to the stapler.